Event description:
This pump was implanted for pain therapy. The patient complained that she/he was not receiving adequate pain relief and wanted the pump explanted.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could not be confirmed. This device was visually and functionally tested. The tests revealed that the pump was fully functional when received. Visually, the device was received with several scratches on the metal surfaces of the top cover. The silicone appeared normal with several needle puncture marks noted on the silicone material. The pump was received with a 4.5 inch catheter attached and a loose 19 inch segment of silicone catheter with connector. A review of the manufacturing records indicated this pump performed/flowed per specifications during the manufacturing testing processes since the problem reported by the customer could not be duplicated in the laboratory environment this complaint is being closed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.